Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate f1 25mm x6 broke during use. Reportedly no injury. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
For information no further information has been received after 3 documented attempts. Moreover, the investigation results for this complaint are four unused protaper ultimate files f1 25mm were returned. Involved instrument that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1907315). The unused files returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.